Event description:
It was reported that during a diagnosis procedure a dissection and death occurred. The target lesion was located in the tortuous left anterior descending artery. The atlantis sr pro ivus catheter was advanced, but was unable to cross the lesion and a kink occurred. It was further reported that a left main artery dissection may have occurred and the patient died the same day. The cause of the dissection and death are unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the kink occurred in the ivus catheter at the junction of the monorail portion and the proximal portion of the catheter. This occurred while trying to pass the ivus catheter into the angulated takeoff of the left anterior descending artery (lad). It is the opinion fo the physician, "the dissection did contribute."

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. The following was observed: kinks were observed in the distal tip sheath assembly at 98.2cm 99.0c and 102.8cm from femoral marker at distal side. A kink was observed in the sheath assembly at 60.0 cm from the distal tip. Imaging core wind up in the telescope assembly was observed during visual analysis. The telescope cannot retract properly due to imaging core windup. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).